Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the single-use holmium laser fiber (quantity 2) snapped during the laser lithotripsy. This occurred when power was being supplied down the fiber. It was noted that the fiber was not under any tension, and it snapped outside of the patient. The procedure was completed with a third fiber, and the product problem did not result in any reported serious injuries to the patient.